Event description:
During a clinic follow-up, a high pacing impedance and a loss of capture were obserevd on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.